Event description:
Initial report received indicated device failed to alarm upon completion of heparin. Patient was without medication for an undetermined amount of time. Intervention reported with additional lab work and meds required. Report indicated that prior to the event, the pump was off for a while. The site was contacted and additional event information indicated: heparin infusion on pump displayed "infusion complete" when bag contained half initial volume and pump had not alarmed. Nurse reset vtbi to 150 ml and infusion continued. Ptt lab result showed below therapeutic range. The patient received a bolus of heparin. The infusion rates were increased on the pumps. Repeat labs and adjustments were made. The facility's biomed was contacted and pumps were replaced. No additional information was available.

Manufacturer narrative:
Manufacturer's report date: 10/14/2009. Patient information requested and all available information is included: the pump for the reported event was not sequestered and therefore, the event logs or device are not available. Pc unit event logs and data set have been received for investigation. A follow up report will be submitted with any new relevant information.